Manufacturer narrative:
External insulation abrasion was noted at 1.1-1.6cm from the original proximal end of the svc shock coil consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 0.0-0.2cm from the original proximal end of the svc shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the lead was explanted and replaced due to low hv impedance.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.